Manufacturer narrative:
(B)(4). Products not returned.

Event description:
According to the information provided, the cannula tip broke during a surgical procedure. However, it did not break inside of the patient. There was no patient injury. The device involved in this complaint will not be returned to mentor. Pe confirmed the partially broken tip via photo. Pe was unable to determine the cause of the break. Should the device become available to pe, this complaint will be reevaluated at that time.